Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The father of a customer reported via phone call that the insulin pump may have not bolused correctly. The customer's blood glucose reading was 150 mg/dl at night but then was 50 mg/dl in the morning and 400 mg/dl on another morning. Troubleshooting was declined by customer as they did not have the pump and will call back at a later time.